Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One warmer was received for investigation. During visual inspection, the device was observed to have a damaged tank cover, cracked enclosure, and outdated circuit board and power switch. The reported issue was confirmed during functional testing when the device pump produced excess noise. The root cause of this issue was attributed to usage wear of the pump. As no manufacturing related issues could be identified, no review of device history records could be identified. Service history review identified this device has not been in for service previously. Due to the age of the device, it was deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Date of event. No information has been provided to date. UDI section of device identification is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
The customer reported that the warmer was louder than normal while running. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.